Event description:
It was reported that the implant was removed due a fracture.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number ¿ k011028 / k013227.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned implant identified fracture at the collar. Functional testing could not be performed since the product was fractured. No pre-existing conditions were noted on the product experience report (per). The patient was noted to have low density (type iii) bone. The reported device had been placed on tooth #30 for approximately 3.5 years. Implant was placed in an allografted site. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported that the implant was removed due a fracture. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI . D9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date. H6: evaluation codes . H10: additional narrative.

Event description:
No further event information is available at the time of this report.